Event description:
An older, approximately 25 year old bed was brought from hospital to cancer center and operated without any reported issues. When the physician pushed the button to raise the head of the bed it was noticed that there was a blue spark noticed down by area of the motor. Maintenance was notified and evaluated the bed. Noted the protective cover of the motor was not on properly. Given the age and the condition of the bed, it was decided to discard this piece of equipment. Unfortunately, any more identifying information was not taken.